Event description:
It was reported that the 9800 system had poor image quality during a case. The procedure was completed without further incident. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The ps2 power supply and the high voltage cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.